Event description:
A complaint was received stating that a high reading of 491 mg/dl was obtained on a customer's precision qid meter when compared to a laboratory result of 348 mg/dl. There was no report of death or serious injury or medical intervention. The comparison results were plotted onto a clark error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "c" zone, which is considered to be clinically significant.